Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 391 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 160 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was performed by the customer non-fasting and produced test results of 221 mg/dl and 205 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6)2017. Unable to obtain last five glucose readings in the meter memory at time of call.